Event description:
Caller states that she inserted a new strip and obtained a result of lo. No action taken based on lo result. No adverse event or treatment received. Requested return of suspect device and replacement was sent.